Event description:
The account alleged that the head of the stretcher will not stay lowered. No pt impact.

Manufacturer narrative:
The tech replaced the stretcher head gas springs to resolve the issue.